Event description:
Cpi received information that this implantable cardioverter defibrillator (ICD) patient died while in hospital after a vt event, where the patient's arrythmia rate was below the programmed cutoff rate, degenerated into a rhythm signal the device was unable to detect. The device was being used in an off-label application, which may have resulted in limiting the device's ability to properly sense the patient's arrythmia in this event.